Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she kept receiving a no delivery alarm on the insulin pump. Customer stated that she has tried old and new reservoirs and nothing has worked. Customer stated that the reservoir was not leaking. Customer stated that she will waste insulin through multiple reservoirs and infusion sets. Customer did the plunger push without her pump and it would not work. Customer has used 3 reservoirs and 3 quick sets from the new box. Customer ran 5 unit manual prime and the insulin exited. Customer stated that she was never officially trained and wasn't told to set the fill cannula to 0.5 instead of 0.0. Customer stated that the issue has been getting worse over the last couple of months. Customer requested a pump replacement.